Event description:
It was reported that the patient was no receiving therapy benefits due to a catheter migration out of the intrathecal space. The final patient outcome is unk. The drug contained in the pump is unk.